Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient stated the ins is real hard to reach to recharge because it came out of the sutures so the ins is moving around in the pocket. The patient stated that it felt like the ins was not in the right place right after implant.  Pt stated she can feel the corner of the ins and it feels like a bone sticking out sometimes. Pt stated she has programming where she does not feel stim. Group a is working for her, but pt stated she does feel stim on group b - she can feel the buzz / vibration and it is annoying, so she doesn't use that group. Pt stated she uses that when she has a lot of pain but it is not longer working to relieve her pain and the vibration bothers her. Pt stated her hcp is going to replace the ins, but there is not a date scheduled. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.